Event description:
A customer reported that during surgery, the phaco did not work. Multiple attempts have been made to gather add'l info regarding how the surgery was completed and the impact on the pt, but no info has been provided.

Manufacturer narrative:
The company rep examined the sys and no problems were found. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause is unk. (B)(4).